Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. This emdr represents the bard flat mesh (device 3); additional emdr's will be submitted for the bard flat mesh (device 1) and the bard flat mesh (device 2). Should additional information be provided, a supplemental emdr will be submitted. Note: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2009 and (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol marlex mesh (devices 1 and 2). It is alleged that on (B)(6) 2011, the patient had unspecified injuries and underwent revision surgery with the implant of an unspecified bard/davol marlex mesh (device 3). As reported, the patient is making a claim for an adverse patient outcome against the three (3) marlex mesh (devices 1, 2 and 3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 9 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesions and necrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Updated fields: a2, b2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), g1, g3, g6, h2, h6, h10, h11. Corrected field: b3 (date of event) this supplemental emdr represents the bard flat mesh (device #5). Additional supplemental emdr's were submitted to represent the bard flat mesh (device #2 & device #4) and additional emdr's were submitted to represent the bard flat mesh (device #1, device #3, device #6, device #7). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2009 and (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol marlex mesh (devices 1 and 2). It is alleged that on (B)(6) 2011, the patient had unspecified injuries and underwent revision surgery with the implant of an unspecified bard/davol marlex mesh (device 3). As reported, the patient is making a claim for an adverse patient outcome against the three (3) marlex mesh (devices 1, 2 and 3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with large left incisional hernia thereby underwent open repair with the explant of bard flat mesh (device #1) and implant of bard flat mesh (device #2 & #3). Per operative notes, ¿hernia sac was excised. A marlex mesh (device #2 & #3) was placed and attached to the fascia using sutures. Protruding prolene sutures and marlex mesh (device #1) were excised.¿ (there was no implant operative notes provided for bard flat mesh (device #1)) (B)(6) 2009 - patient was diagnosed with left incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #4). Per operative notes, ¿hernia sac was excised and small bowel was reduced back into the peritoneal cavity. A marlex mesh (device #4) was placed and attached to the fascia using staples.¿ (there were no visualization/mention of bard flat mesh (device #2 & device #3)). (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #5 & device #6) and partial explant of bard flat mesh (device #2, device #3 & device #4). Per operative notes, ¿a large hernia defect was noted towards the right side of the mid lower abdomen. Once the lysis of adhesions and hernia sac were excised. A large marlex mesh (device #5) was placed and attached to the fascia using staples. Previously placed marlex mesh (device #2, device #3 & device #4) appeared to be pulled out from the side and the portions of the meshes were excised. Subsequently, another marlex mesh (device #6) was placed and attached to the fascia using staples.¿ (B)(6) 2013 - patient was diagnosed with large upper mid incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #7) and removal of bard flat mesh (device #2, #3, #4, #5 #6). Per operative notes, ¿marlex mesh (device #2, #3, #4, #5 #6) were identified on the mid portion of the hernia sac. Extensive lysis of adhesions and marlex mesh (device #2, #3, #4, #5 #6) were removed. Then a marlex mesh (device #7) was placed and attached to the fascia using staples.¿ (B)(6) 2016 - patient was diagnosed with mid abdominal incisional hernia thereby underwent open repair with partial removal of bard flat mesh (device #7). Per operative notes, ¿adhesions in the abdominal cavity were taken down and large hernia defect was identified. Previously placed marlex mesh (device #7) which incorporated with fascia was transected. The marlex mesh (device #7) and fascia were tied together using sutures.¿ attorney alleged that the patient had adhesions, pain and hernia recurrence.